Manufacturer narrative:
Examination of the submitted device found wear/damage on both mating ends of the device. Functional testing with a referenced mating instrument 201103029 sig hp rev adp rem shaft long confirmed that the two devices are unable to lock together. The root cause is attributed to product wear out. Previous reports of this failure resulted in a design review by the depuy (B)(4) product development engineering in the 1st quarter of 2008. The design review did not identify a design change to the mating end that would eliminate the spinning of the reamers inside the adapter once the reamers have been subjected to usage/hard cortical bone and begin to wear. Based on this investigation's determination of wear out as the root cause, no corrective action is being pursued. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Item has compromised tolerances and is not functioning as expected. Update 7/21/2015 follow-up from sales rep states, "the adaptors (t-handle and power) are not hold reamers properly and often disengage. The reamer shaft tolerances seem to be "off" that it does not properly connect and disengages with a minor amount of torque. The box trial would not engage into any of the multiple, appropriate size femoral trials." Complaint updated 07/24/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.